Event description:
A past high blood glucose event was reported by the customer, with the highest level being unknown but displayed as "high." Cause was not known. The customer managed the situation with a correction bolus via the pump. Cts recommended that the customer consult with a healthcare professional to discuss the factors affecting the glucose levels, and the customer acknowledged understanding.